Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and there was no report of patient harm or injury. The patient also alleged having nasal / throat irritation or soreness, difficulty in breathing, / shortness of breath, lightheadness, dizziness, vomiting, nausea , pneumonia, asthma. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found both the base unit and humidifier had indeterminate sticky contamination in multiple locations. Discoloration was observed on the humidifier enclosure near the p4 connector plug. Contaminants were also observed in the humidifier enclosure below the drybox behind the latch plate panel and discoloration was also observed on the bottom of the humidifier chamber. The device was disassembled for internal visual inspection. The manufacturer observed dust contamination to the interior of the blower box assembly, blower, and blower impeller. No evidence of sound abatement foam breakdown was observed, and the foam appears to be intact. Internal investigation of the humidifier showed evidence of corrosion on the screws and liquid ingress to the bottom plate. The manufacturer applied power to the device and verified airflow, heater plate heated, and known good heated tubing heated. The device log showed 9,275.6 blower hours, 9,221.7 therapy hours, and no error lors were found. The manufacturer confirmed dust contamination in the blower and blower box assembly and liquid ingress to the humidifier. Not using humidification can potentially cause discomfort to patient due to dry mucosal membranes, which could be causing some of the symptoms mentioned in the complaint. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h10 should be reported as: the manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and there was no report of patient harm or injury. The patient also alleged having nasal / throat irritation or soreness, difficulty in breathing, / shortness of breath, lightheadness, dizziness, vomiting, nausea, pneumonia, asthma. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury.